Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the nurse was only able to remove 7.5 ccs or water from the foley catheter balloon. Upon removal of the catheter, 2.5 ccs of water remained in the balloon. The patient allegedly experienced discomfort with removal of the catheter. No medical intervention reported.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol."

Event description:
It was reported that the nurse was only able to remove 7.5 ccs or water from the foley catheter balloon. Upon removal of the catheter, 2.5 ccs of water remained in the balloon. The patient allegedly experienced discomfort with removal of the catheter. No medical intervention reported.